Event description:
It was reported that the patients device had high impedances. The patient underwent an explant procedure. All explanted device components will not be returned as they were discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial:(B)(6). Batch: 20682700. Product family: scs-ipg-r-MRI upn: m365sc12000. Model: sc-1200. Serial: (B)(6). Batch: 20441239.